Event description:
Ref imp# (B)(4).

Manufacturer narrative:
During communication with (B)(6) hospital in regard to a legal case involving a pt burn (reported to the FDA on medwatch report number 9610617-2011-00041 on (B)(4) 2011, it was disclosed to karl storz by the hospital that there were an add'l two cases involving pts sustaining minor/moderate vaginal burns during operative hysteroscopic ablation procedures performed by the same surgeon in which karl storz resectoscope equipment was used. This report is for the first of the two add'l events; the procedure date was (B)(6) 2012. No product was returned to karl storz for eval, nor were we notified of this event at that time. Hospital reports equipment set was sent to medopt-tech for repair; no eval info was provided.